Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp catheter extension set separated. During patient use, the clearlink set was ¿coming apart¿ after the IV was connected. It was further reported, if the nurse ¿does not check or retighten upon opening package these have come loose, while being used on a patient¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test, clear passage and pressure test were performed with no issues noted. The reported issue was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.